Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed just proximal to the 9 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received: the patient's symptoms have decreased ¿ less swelling and redness ¿ but the arm remains very hard, and the patient is still experiencing pain. They don´t not yet know whether there will be any long-term damage for the patient. A new PICC line has not been placed, as this was the patient's final treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, catheter inserted and used every three weeks. From the beginning, there were issues with backflow, and on several occasions, the catheter had to be pulled back approximately 7 cm due to problems with both inflow and backflow. On (B)(6)2025, the catheter initially allowed inflow and backflow, but after some time during infusion, the patient began experiencing pain in the arm. The catheter was removed and found to have a large hole approximately 8 cm from the hub. It is estimated that around 200 ml of epirubicin had leaked subcutaneously. The patient is currently undergoing treatment with the antidote savene over three days and is receiving daily follow-up from the plastic surgery department. Additional information received (B)(6)2025: customer response: ¿I did not personally administer treatment to the patient, but the two nurses who did believe that the catheter was pulled out during a dressing change in home care. The nurses in the outpatient clinic only pulled it back 1 cm twice due to lack of blood return. After that, the catheter functioned well with both good inflow and outflow. So, the catheter was 7 cm out, and the hole in the catheter must have been right around the point where it entered the skin, which is why the treatment ended up being subcutaneous. The catheter was not pushed back in. The fixation method used was statlock.